Event description:
It was reported that during a total knee replacement that the blade broke. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Device not returned for eval. In addition, an incorrect lot number was provided.